Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for a device change out due to normal elective replacement indicator. The physician used electrocautery and a loss of output was noted. The procedure was completed and the device was explanted and replaced. No adverse effects to the patient were noted.